Event description:
It has been reported to philips that the system did not boot up. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Upon further inspection, fse found that a defective pdu was the reason the system failed to boot. The fse replaced the pdu. After replacement of pdu, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The device problem code was corrected.